Manufacturer narrative:
Investigation results: the camera head was received and an evaluation completed. The evaluation found cable failure. A corrective action has been implemented for this failure mode. This failure will continue to be monitored.

Event description:
It was reported that during use in a shoulder arthroscopy, the camera head stopped operating properly. As a result, the surgeon completed the surgery by open procedure. The patient is reported to be doing fine.